Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient experienced inaccurate cgm values. Of note, the patient was using a tandem t:slim x2 pump at the time of the event. The cgm displayed 309 mg/dl, while an fsbg measurement was 447 mg/dl. During this time, the patient experienced nausea. Due to the symptoms and glucose discrepancy, the patient sought evaluation at the emergency department (ed). Upon arrival, the ed staff performed an fsbg test, which measured 375 mg/dl. The patient also underwent a urine test. Treatment consisted of IV fluids and IV insulin drip. No additional medications or treatments were reported. The patient was discharged in less than 24 hours and reported feeling well at the time of the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. At the ed, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.